Event description:
Per the clinic, the patient developed an infection over the implant package at the post-auricular wound. The patient was hospitalised and treated with oral and IV antibiotics, however the issue did not resolve. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on september 1, 2023.